Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Once the introducer was washed and seal was verified, bubbles were observed upon insertion of the farawave catheter. First, the catheter was removed and re-aspirated and the seal was confirmed to be in good condition. However, when the catheter was re-inserted, air bubbles still appeared. Thus, the faradrive sheath was replaced, and the procedure was completed successfully without patient complications. No air was seen in the patient. The sheath is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.